Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's father reported that the user was admitted to the hospital due to an inaccurate insulin delivery resulting in a high blood glucose level of 421 mg/dl. The patient was facing symptoms like pain in the back, arms, chest, and shortness of breath. In the hospital, he was diagnosed with ketoacidosis. He was treated with an IV drip, and was given dipyrone and had insulin administration. The patient entered the hospital around 10h30 am and was discharged the same say at 17h00 pm in a good condition. Patient stopped using the pump, and went back to multiple doses therapy.